Manufacturer narrative:
Pt with a total knee implant is experiencing pain behind the patella. The patella was not resurfaced at the time of surgery. Surgical intervention is planned to resurface the patella. Poly inserts will be exchanged during planned procedure. Review of the device history record indicates that the device was manufactured to spec.

Event description:
Pt with a total knee implant is experiencing pain behind the patella. The patella was not resurfaced at the time of surgery. Surgical intervention is planned to resurface the patella. Poly inserts will be exchanged during planned procedure.